Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system has a non-recoverable fault, 297. Technical support engineer (tse) verified 297 error in logs for universal surgical manipulator (usm) 3. Tse walked caller through a hard power cycle and emergency power off (epo) of the patient side cart (psc), but error returned on power up. Caller did not have another psc available. Customer has opted to not continue with system use. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In error logs, the 297 error was found indicating node fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller arm (aca) was inspected, and no faults could be identified. Also, the fiber trend tool was performed and passed. Additionally, the usm linear bearing and top motor housing were inspected and passed.